Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a large air bubble in the patient line. The user's blood glucose (bg) level was 369 mg/dl. The user addressed bg level with a bolus. Reportedly, the user primed the tubing to remove air bubbles and resumed insulin delivery successfully.